Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When angulated up and left image disappears. This event occurred at the time to during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: this phenomenon is thought to be caused by the partial disconnection of the signal cable, and the disconnection state during a specific bending operation resulted in the disappearance of the image.